Event description:
A medical professional reported that a pt's bilirubin measured 5.2 on a suspect device using venous sample. Physician questioned the test result. A re-test was requested and test measured 5.9 on alternate method. No info on the treatment was provided. Controls tested spec on the suspect device.